Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician was not able to securely place the right atrial (ra) lead. A new lead was successfully placed. No patient complications have been reported as a result of this event.